Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with 1ml of juvéderm® voluma¿ xc in the medial cheek. 20 minutes after the injection, patient noticed swelling the the forearms bilaterally. Patient went to urgent care and was advised to see an allergist. Injector believed the event to be unrelated to the filler, but cannot rule it out. Patient was treated with oral steroids and benadryl. Steroids were not effective and event ongoing.